Event description:
In this event, it was reported that a cavitron 30k fsi-sli-10s insert tip overheated and burned a patient's lower lip. No intervention was required.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malf resulted in a serious injury. Therefore, it must be presumed that recurrence of this malf could possibly cause or contribute to a serious injury or require med or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.